Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2016, patient underwent balloon kyphoplasty at l1 for compression fracture due to primary osteoporosis. Intra-op, during surgery, minute leakage of cement was observed at anterior of vertebral body, so, injection of cement was paused for a moment. Cement was filled in the vertebral body from other side using fluoroscopic image and the surgeon injected proper amount of cement at the leakage side after the leakage of cement became stable. The product came in contact with the patient. The cement was mixed for 60 seconds. Some extravasations were also reported. The patient was reported as asymptomatic. No health damage was reported to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.